Event description:
Hamilton medical ag received the following description: during operation (the graphical view of the display should have been changed from "dynamic lung" to "loop"), the display is frozen without the possibility of operation. The device immediately switched on the buzzer continuous tone and gave a high priority alarm. From this event on, the device no longer ventilated the patient, which resulted in a decrease in oxygen saturation and thus hypoxemia. The interdisciplinary team immediately recognized the situation and disconnected the ventilator and replaced it. After disconnection, the device could not be switched off via the rear main switch, but after pressing it, the device displayed an error code: technical fault 9432. According to the service manual for hamilton-g5, tf 9432 indicates "speaker timer error". Additional clinical details about the patient were requested from the hospital. Based on the information received, the indicated decrease in oxygen saturation, thus hypoxemia episode was transient and reversible, with no indication of lasting injury to the patient. It was mentioned that "a bga carried out at 9.30 p.m. Shows normal blood gases."

Manufacturer narrative:
Hamilton medical ag ref. No. :(B)(4) follow-up 1: investigation outcome. The manufacturer has received the logfiles for analysis. According to the logfiles, the ventilator triggered a 'panel connection lost' alarm and multiple technical faults (tfs). An extract of the relevant logfile entries is provided below: (B)(6) 22025, 12:51:09 restart after power fail 2025-09-03 power 2 (B)(6) 2025,, 12:51:09 power fail (B)(6) 2025, power 42025-09-03 12:51:09 tf : 2614 tech fault 2614, (B)(6) 2025, 20:14:21 tf : 9912 tech fault 9912, (B)(6) 2025, 20:14:21 tf : 9940 tech fault 9940, (B)(6) 2025, 20:14:21 tf : 9931 tech fault 9931, (B)(6) 2025, 20:14:21 tf : 9902 tech fault 9902, (B)(6) 2025, 20:14:21 tf : 2414 tech fault 2414, (B)(6) 2025, 20:14:21 tf : 9917 tech fault 9917, (B)(6) 2025, 20:14:21 tf : 9911 tech fault 9911, (B)(6) 2025, 20:14:21 tf : 9909 tech fault 9909, (B)(6) 2025, 20:14:21 tf : 9933 tech fault 9933, (B)(6) 2025, 20:14:21 tf : 9908 tech fault 9908 (B)(6) 2025, 20:14:21 tf : 9939 tech fault 9939, (B)(6) 2025, 20:14:21 tf : 9937 tech fault 9937, (B)(6) 2025 , 20:14:21 tf : 9935 tech fault 9935, (B)(6) 2025,20:14:21 tf : 9938 tech fault 9938, (B)(6) 2025, 20:14:21 tf : 9936 tech fault 9936, (B)(6) 2025, 20:14:21 tf : 9934 tech fault 9934, (B)(6) 2025, 20:14:21 tf : 9941 tech fault 9941, (B)(6)2025, 20:14:21 tf : 9932 tech fault 9932, (B)(6) 2025, 20:14:21 tf : 9432 tech fault 9432, (B)(6) 2025, 20:14:24 panel connection lost alarms 4010. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. Repair of the device was proposed to the user; however, the user declined to proceed. The device has been decommissioned and placed into storage as of (B)(6) 2025. The most likely root causes of the ¿panel connection lost¿ event are a vu esm malfunction or a defect in the cable between the vu and the ip. Based on the available information, the root cause could not be established. At the time of the event, the device had an age of 16 years.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following description: during operation (the graphical view of the display should have been changed from "dynamic lung" to "loop"), the display is frozen without the possibility of operation. The device immediately switched on the buzzer continuous tone and gave a high priority alarm. From this event on, the device no longer ventilated the patient, which resulted in a decrease in oxygen saturation and thus hypoxemia. The interdisciplinary team immediately recognized the situation and disconnected the ventilator and replaced it. After disconnection, the device could not be switched off via the rear main switch, but after pressing it, the device displayed an error code: technical fault 9432. According to the service manual for hamilton-g5, tf 9432 indicates "speaker timer error". Additional clinical details about the patient were requested from the hospital. Based on the information received, the indicated decrease in oxygen saturation, thus hypoxemia episode was transient and reversible, with no indication of lasting injury to the patient. It was mentioned that "a bga carried out at 9.30 p.m. Shows normal blood gases." Additionally, it was mentioned that "the patient has a serious pre-existing condition, which is certainly relevant in the overall view of the event."